Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of telemetry and inappropriate shock on the implantable cardioverter defibrillator(ICD). No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information received notes that the physician elected to explant and replace the the implantable cardioverter defibrillator(ICD). The patient was in stable condition before, during, and afterwards.

Manufacturer narrative:
The reported event of communication failure was confirmed. As received, the device had no telemetry communication. Further testing, revealing a low battery level as the cause of no communication. Further analysis of the hybrid isolated the source of high current to a damaged integrated circuit.

Manufacturer narrative:
Correction: h1 should be serious injury not malfunction.